Event description:
The customer reported that the images were corrupt, which would cause the data to be lost on the system. There is not report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive and power plug connections were reseated. The system was tested and found to be working as intended and put back into service.